Event description:
During a pta procedure, the physician had successfully deployed the stent. Upon removal the delivery device became stuck in the sheath. Attempts to remove the delivery device were unsuccessfull and the shaft of the catheter broke. The distal segment of the delivery device was retrieved with a snare. Pt status is listed as "okay".